Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the device got stuck in the patient. The physician was preforming an embolization of gastric varices located in the abdomen with the use of a direxion hi-flo microcatheter. The physician was using a technique with glubran mixed with lipiodol. Instead of slowly withdrawing as injecting, the catheter was kept stationary. Due to the stasis of the catheter, it got stuck in the patient and had to have lot of force applied to remove it. No patient complications were reported and the patient status was stable.